Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the: 510(k) # is k053529

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that she was unable to code her onetouch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on september 20, 2010 and obtained the following information. The patient tests twice a day and manages her diabetes with 1000 mg of metformin (twice a day) and 2 mg of glyburide (twice a day). The patient alleged that the issue began in (B)(6) 2010 (date/time unknown). After the alleged issue occurred, the patient corrected and clarified she continued with her usual diabetes regimen; without testing on another device. Approximately a week following the alleged issue (date/time unknown), the patient claimed she felt light headed and shaky. The patient corrected and clarified she administered treatment by consuming a can of fruit with syrup and felt better approximately 15 minutes later. During troubleshooting, the patient informed the customer service representative (csr) that she is a new user to the lfs product and the subject meter is also brand new. The csr noted that the alleged issue was resolved with training. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.